Event description:
It was reported that this was a closure of a left common femoral artery using a prostyle device after an interventional percutaneous coronary intervention procedure with a 6fr sheath. Reportedly, the device got stuck in the patient. Device removal and achieving hemostasis were done via surgical cutdown. Upon removal and further inspection of the device, the foot was functioning properly; however, it appeared that when depressing the plunger, some subcutaneous tissue had become attached to the suture causing the device to become stuck. There was no reported tissue damage. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported entrapment appear to be related to challenging anatomical conditions. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: d4 - lot #: updated.